Event description:
The device was received for service. During service testing, a failure code 570:320:844:0000 was found the event history. According to the hospital representative there was no patient injury or medical intervention reported.